Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported a dampened waveform was present due to an inaccurate measurement. In turn, a right heart catheterization was performed to possibly recalibrate the patient's sensor. The patient has been doing well since the procedure.